Manufacturer narrative:
Follow-up # 2 ¿ (05/08/2014). The patient¿s test strips (B)(4) have been returned on 4/16/2014 and evaluated by lifescan product analysis on 4/23/2014 with the following findings:the test strips #(B)(4) involved with this complaint failed testing. The test strips #(B)(4) were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results lower than -50% of the control solution when tested with control solution. The test strips #(B)(4) were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - (04/04/2014) - additional information; this complaint was updated to category and sub-category of strips/solutions: strip issue from the previously incorrect labeling/packaging: labeling issue.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging labeling issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.